Event description:
It was reported the patient¿s hcp had relocated and the patient was seeking a closer hcp. Per the patient the hcp who oversaw putting in the patient's pump wasn't coming back and the hcp had moved and was coming in once a month and overseeing everything. Another hcp had been doing the hcp"s patient's but they had a hard time finding the pump port (hitting the pain pump). Per the patient the last time it took 3 times to stick patient before they got the patient filled and the patient was traveling 3 hours to get it filled and was seeking a closer hcp to the patient. The patient stated a month ago they were able to refill with no issues. The head nurse will ¿play with it for a long time¿. Per the patient when they put the pain pump in it was very secure and the patient lost 50 pounds and the pump was moving so the nurse would attempt to locate the port with the pump that was moving. The nurse will sit there and mess with it and it gets to hurting after 20 minutes. The patient can¿t stay on their back that long and the procedure doesn¿t feel good. The patient was taking steroids for her lungs for five years and finally came off the steroids and went from (B)(6) lbs to (B)(6) lbs and was still losing weight. The only thing the patient didn¿t know was if they were going to continue losing weight and put up with it until the patient levels out and/or getting it repositioned. Per the patient they sent her to a surgeon who was great and had a really hard time getting over the surgery and not really looking forward. The patient was going back on thursday (B)(6) 2014 for a refill. The patient doesn¿t talk to the hcp at refills the patient sees the nurse. The patient was going back on (B)(6) 2014 for an injection and will see the hcp then and talk him to further. The patient stated they didn¿t know they could reposition pump, when the patient went to physical therapy they were scared to do anything around the pump because it was moving around. Per the patient they even thought it had flipped one day and might move again and have been trying to mark the patient so they can get it in 3 spots. The patient had to wear elastic because it moves around and never considered the option of repositioning. The patient knows it is because they are losing weight and was hoping to lose more. The patient also stated they have a hard time traveling and has to sleep a whole day after going each month (every 38 days) to go see the hcp for injections and refills. The patient¿s spouse had to take off work to take the patient when she can¿t make it. When the patient drives 45 miles it takes her a day to recuperate and doesn¿t stay awake long on the medications the patient is on. The patient planned to follow up with the hcp regarding home infusion and repositioning or extending the refill intervals. When the patient does the injections the patient¿s mother takes her/ motels. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).